Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited farfield oversensing of ventricular signals on the atrial channel, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed the atr algorithm with the caller and recommended reprogramming options. The device remains in use. No adverse patient effects were reported.